Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing due to beats falling into the blanking period resulting in termination of mode switch. The ipg remains in use. No patient complications have been reported as a result of this event.